Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch that black dots noted in medical IV tubing. There were no patient involvement and harm.

Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed.